Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringes with bd luer-lok¿ tips had black dots on the barrels. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd luer-lok¿ disposable syringes with bd luer-lok¿ tips had black dots on the barrels. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. Investigation summary: one photo and one sealed 3ml packaged syringe was received, confirmed to be from batch #8004852 (p/n 309657). The sample was visually evaluated. The syringe was found to have one black dot. The dot is a part of the product design and is intended to be printed as part of the scale image, an image may have 1 dot, 2 dots or no dots. No defects were observed in the sample. DHR shows all visual inspections were performed as per requirement. Batch 8004852 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause not defined since defects were not confirmed in sample/photo received. No corrective actions recommended since product defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.